Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging a power issue with the pump. The patient claimed that the pump would not power on. The patient denied that the pump was exposed to trauma or water. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the black box showed the pump rebooted due to low battery voltage. The pump was used for two additional days after the complaint of no power. Evaluation revealed that the pump booted to verify screen with normal contrast and audible and vibratory alarms. The pump was exercised for 24 hours with returned battery cap, no power loss or rebooting was duplicated. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated, evaluation revealed that the keypad was lifted near the contrast key; all of the keys were found to be responsive to user input however contamination was found under the key contacts. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump.